Manufacturer narrative:
The flow sensors were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The ge healthcare service representative reported tidal volume was delivering more than 20% than requested during planned maintenance. There was no report of patient involvement.